Event description:
The customer reported that they received erroneous results for one patient sample tested for parathyroid hormone, (pth) intact stat (short turn around time). The patient had a pre-operation sample drawn and this sample resulted as 72.01 pg/ml. During surgery, the patient had a microtainer tube and a serum separator tube drawn at the same time. The microtainer tube was tested and resulted as 53.84 pg/ml, which was reported outside of the laboratory. The serum separator tube was tested and resulted as 71.05 pg/ml. The customer believed the serum separator tube result of 71.05 pg/ml to be correct. The customer sent out the microtainer tube and serum separator tube to be tested at a reference laboratory. These samples were tested at the reference laboratory using a chemiluminescence method on (B)(6) 2014 with the microtainer tube resulting as 43 pg/ml and the serum separator tube resulting as 50 pg/ml. The patient was not adversely affected. The pth reagent lot number was 17526102 with an expiration date of 04/30/2015. The field service representative could not determine a cause. He ran a precision study and this was within range. He checked the system for leaks and made sure it was working correctly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The most likely root cause for the issue is pre-analytic handling. The customer did not follow the recommended clotting time for the microtainer tube. Microtainer tubes are also not recommended per product labeling. It is possible that not enough sample volume could be pipetted from the microtainer tube.